Event description:
It was reported that the patient went to the ER (emergency room) via ambulance and was diagnosed with hypoglycemia. Blood glucose (bg) values that dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. It was reported prior to hypoglycemia episode, the patient was experiencing hyperglycemia with bg levels of over 400 mg/dl. The patient was taking multiple correction boluses and stacking insulin for the hyperglycemia which resulted in hypoglycemia. The patient had ketones, nervousness, nausea, and bumps at the infusion site. For treatment, the patient was given tylenol, zofran for nausea and diagnostic tests. Patient reported prior to ER visit, she treated herself with glucagon. The patient was discharged after 11 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hypoglycemia and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an expiration alarm. The pod was confirmed to have run for 80 hours. No damages or deficiencies were observed that would result in the over-delivery of insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.